Event description:
Additional information was received from the patient via a manufacturer representative that reported that the patient was only able to feel abdominal and rib stimulation and that he has had rib/stomach stimulation since the implant was placed. All impedances were within normal limits. Programming was attempted on superior, middle, and inferior portions of the lead and all was covering the right side of the stomach and ribs. The patient was sent to have x-rays and a follow-up appointment to read the x-rays on (B)(6) 2016. The issue was not resolved at the time of the reported. Surgical intervention was not planned at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) reported that they felt the stimulation in their stomach and not in the desired area. It was noted that the patient was reprogrammed on the day of the report but stimulation shifted to their stomach after leaving the office. There were no reports of factors that may have led or contributed to the issue and no diagnostics /troubleshooting performed. On (B)(6) 2016, the rep reported that the cause of stimulation had not been determined and the stimulation in the patient's stomach had not been resolved at this time. To resolve the issue, the patient was scheduled for reprogramming on (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.